Event description:
It was reported that a catheter extension set with one-link needle free IV connector was involved in a no flow incident. The reporter stated that there was an issue draining blood out of the ¿heplock¿ during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.